Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer experienced a blood glucose (bg) level of 500mg/dl and trace ketones. A correction bolus was delivered to address the bg level. The customer performed a supply change resolving the occlusion alarm. The customer reported the pump would continue to be used for insulin therapy.